Event description:
The customer stated the rubella calibration on the axsym analyzer resulted in an error with the cal 1 reading too high. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.